Event description:
Mother called nurse into room saying pt had pulled IV out. Stopped IV infusion. Placed pt in crib to examine IV site. Noted IV site to be intact and dressing cdi. Noted IV tubing had broken/come disconnected from one of the ports on the tubing. Flushed IV site and noted no redness or swelling. New IV tubing primed with IV fluids and connected to pt's IV site. Dates of use: (B)(6) 2013 - 72 hrs. Diagnosis or reason for use: fever.